Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the curved-tip stapler 30 instrument for failure analysis investigation but at this time, the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: per the tool table, a curved-tip stapler 30 instrument (part #470830-08) fired 2 reloads (both white); however the available logs only show 3 installs with this instrument and 1 firing. The firing that is shown was completed per the logs. This instrument had 4 incomplete clamps on an install that occurred prior to the firing. There are no errors in the logs related to the use of this instrument. Moreover, it has been confirmed that the curved-tip stapler 30 instrument has been used in a subsequent procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure, the curved-tip 30 stapler instrument failed. As a result, the surgeon removed more stomach tissue. No specific details were provided regarding the stapler failure. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the curved-tip stapler 30 instrumented failed. As a result, the surgeon removed more stomach tissue. No specific details were provided regarding the stapler failure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.